Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to emergency room with complete heart block. The pacemaker could not be interrogated. The patient had been lost to follow-up, it was suspected the device might have reached end of life. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.